Manufacturer narrative:
Coloplast has bot been provided nay corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced pain, incontinence, dyspareunia, secondary prolapse, urinary difficulty and obstruction. A release of mesh and cystocele repair was performed.